Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their down arrow button was unresponsive. Customer also reported a broken belt clip. Customer's blood glucose was 160 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damage on keypad traces. The insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump was unable to confirm damage belt clip due to insulin pump received without original belt clip.